Event description:
It has been reported to philips, that device etco2 connector is broken. Customer unable to perform etco2.

Event description:
It has been reported to philips, that device etco2 connector is broken. Customer unable to perform etco2.